Event description:
It was reported that the lead hand an increase in the short interval counter (sic) and low lead impedance measurement of the high voltage conductor. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.